Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving 85 mcg/ml baclofen at a dose of 68.007 mcg/day, 10 mg/ml dilaudid at a dose of 8 mg/day, and 60 mcg/ml sufenta at a dose of 58.005 mcg/day via an implantable infusion pump for non-malignant pain and complex regenerative pain syndrome type I. It was reported that on (B)(6) 2017 a programming error related to a bridge bolus occurred with a clinician programmer, the drug dose was entered incorrectly. Dilaudid was the primary drug in the pump at 8 mg/day. Drug info was changed and dilaudid was removed from the drug list. The old drug desired dose for the bridge bolus was programmed to 48 mg/day of dilaudid. The numerical part of this dose matches the old dose of the #2 drug which was sufenta. The intended dose was not known but it is likely the intended dose was 8 mg/day or so, however the sufenta and baclofen doses were increased significantly so it's possible the intended dose was somewhat higher. The rep stated that the hcp programming noticed the error while the patient was still in the office and corrected it, so the patient did not have any effects from the programming. The rep stated the hcp thought an error was made, but also made a comment about concerns with the programmer so the rep gave them a different programmer. The rep contacted repair and rather than look at anything with the programmer hardware itself, they suggested the rep could get them a new card. No symptoms were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the programming error occurred after pump refill and bridge bolus calculated incorrectly. The error was caught before the patient left the facility when the telemetry was printed out and the error was fixed. It was believed that the error was related to incorrect input into the clinician programmer for "old drug desired dose".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.